Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Reference MDR 2015691-2015-01524 for pressure monitoring kit.

Event description:
It was reported that the pulmonary artery pressure was showing negative values during use. There was no problem zeroing before use. It was also stated that there was no issue with the shape of the pressure waveform. It could not be confirmed if the expected value and the displayed waveform matched. It is unknown which patient monitor was used or if there were any error messages observed. It is also unknown if the patient was treated based on the values shown on the monitor or not, but there were no patient complications reported. There is no available sample of tracing.

Manufacturer narrative:
One catheter with monoject 1.5 cc limited volume syringe at gate valve was returned for evaluation. A non edwards three-way stopcock was attached at the proximal injectate hub and the pa distal hub, respectively. No visible damage to the catheter body, balloon or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. The complaint of inaccurate values could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. The pressure monitoring kit was also returned and examined. There was no defect found. Reference MDR report number : 2015691-2015-01524.